Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 for 10 weeks and was released on (B)(6) 2015. Customer stated that the hospitalization was related to diabetes and also due to low blood pressure and recent foot amputation due to foot infection. Blood glucose at the time of admission is unknown. Most recent blood glucose value was 153 mg/dl. Customer stated that the insulin pump was stored for the duration of his hospital stay. Customer also reported that he was back to insulin pump therapy and experienced low blood glucose of 33 mg/dl the morning of the call. The alarm history had an unexpected restart alarm, an external ram error alarm and three displayable history check failed on startup alarms. The insulin pump passed the self test and customer was advised to monitor the device.